Event description:
It was reported that during initial implant, there was difficulty positioning the right ventricle (rv) leadless pacemaker (lp) as the helix of the rv lp was unable to fixate into the heart tissue during rotation of the delivery catheter at the initial implant site. The rv lp was repositioned and the helix was successfully fixated, however, loss of capture and high impedance was noted on the rv lp. Additional repositioning was attempted, however, the patient experienced hypoxemia. Echocardiogram was performed and pericardial effusion was observed, resulting in tamponade and suspected to be due to cardiac perforation. The cardiac tamponade was addressed by pericardiocentesis. The blood oxygen levels returned to normal and no additional intervention was required. The rv lp was explanted and not replaced. The patient was in stable condition.